Manufacturer narrative:
There were a number of items associated with this complaint. It can be confirmed from visual inspection that product packaging is damaged.

Event description:
It was reported that perforations were observed in the product packaging. No adverse consequences were reported.